Manufacturer narrative:
This report is submitted on 27 jan 2021.

Manufacturer narrative:
The device was explanted on (B)(6) 2020. This report is submitted on (B)(6) 2020.

Manufacturer narrative:
This report is submitted on june 12, 2020.

Event description:
Per the clinic, the patient experienced bleeding and pus (infection) around the implant site which was successfully treated with oral and topical antibiotics. The implant remains in-situ.